Event description:
It was reported that the patient experienced a pericardial effusion due to a perforation from the right ventricular (rv) lead. The patient had a pericardial window and the rv lead was repositioned. The patient was subsequently seen in the clinic and was doing fine. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 5086mri45 implantable pacing lead: (B)(6) 2013. (B)(4).